Manufacturer narrative:
One cadd solis vip pump was received in good physical condition. A functional test was performed and verified through the status screen menu. The reported issue was able to be repeated and duplicated multiple times. The air detector was not operating as intended and will be replaced to resolve the issue.

Event description:
Information was received indicating that during testing, a smiths medical cadd solis vip pump exhibited air in line alarm. No patient was involved in this event. No adverse effects were reported.